Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, a trapezoid¿ rx basket was used to crush biliary stones. Three stones were successfully crushed. However, when attempting to crush the 4th stone, the handle cannula broke. The basket was removed through the scope and a pigtail stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".